Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer administered 4.5 units of insulin based on 486 mg/dl reading obtained on theor blood glucose meter. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for eval. The consumer has discarded the test strips used in this event.